Event description:
Boston scientific crm received information that this lead exhibited increasing impedance measurements over the last year. Current measurements are high and out of range. It was noted that thresholds stable and there is no evidence of oversensing.

Manufacturer narrative:
The patient does not rely on atrial therapy and as such no intervention will be performed at this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically capped and abandoned, and it will not be returned for analysis. As such, the root cause of the clinical observations cannot be confirmed.